Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable event is detectable and preventable by handling device in accordance with the following instruction for use (IFU). Instructions evis lucera gastrointestinal videoscope olympus gif type pq260 operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope -chapter 4 operation 4.2 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.